Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances on all contacts. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.